Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reset the pump and continued to use the pump for insulin therapy.